Event description:
It was reported that bd pegasus¿ safety closed IV catheter system 24ga x 0.75in 0.7mm x 19mm leaked. The following information was provided by the initial reporter: "on (B)(6)2021, in the department of neurology, run shaw hospital (xiasha hospital) affiliated to zhejiang university school of medicine, fluid leakage was found between the extension tube and the catheter seat during the infusion process for the patient. The department immediately pulled out the needle and re-infusion. The current fluid leakage phenomenon has raised some doubts on the quality of our products".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0028385. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system 24ga x 0.75in 0.7mm x 19mm leaked. The following information was provided by the initial reporter: "on (B)(6) 2021, in the department of neurology,(B)(6) hospital ((B)(6) hospital) affiliated to (B)(6), fluid leakage was found between the extension tube and the catheter seat during the infusion process for the patient. The department immediately pulled out the needle and re-infusion. The current fluid leakage phenomenon has raised some doubts on the quality of our products"